Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to verify compromised forced sensor alarm due to motor error alarm anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 298 mg/dl. Troubleshooting was performed. Customer reported that the drive supported was normal. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Customer treated their high blood glucose reading with manual injection. Insulin pump will be returning for analysis.